Event description:
It was reported via repair work order that the footend jack was stuck raised due to malfunctioned jack release linkages. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.